Event description:
It was reported that an alert for high voltage (hv) lead impedance was detected on a remote transmission. Upon further review, the svc-related vectors were elevated. No intervention was performed and no patient symptoms were reported.